Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head, modular sleeve and r3 liner were removed. The anthology stem and r3 shell remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. No medical documentation related to the reported issues was provided for investigation. Therefore, the reported event cannot be assessed and a thorough medical assessment cannot be performed. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional concomitant medical products and device manufacture date.

Event description:
It was reported that a revision surgery was performed due to pain.